Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. The user's blood glucose (bg) level ranged from 332 mg/dl to 83 mg/dl. Reportedly, the user addressed elevated bg level with a manual injection and stated that they overcorrected. The user reported a bg level of 47 mg/dl. The bg level was addressed with sugar cubes. The user cleared the alarms and insulin delivery was resumed.